Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. The unit received pump error 37 during rewind. Unable to perform the displacement, self test, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify low reservoir anomaly due to the pump error 37. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple low reservoir alarm on 08/28/2025 17:11:17.000, 08/28/2025 19:21:23.000, 08/30/2025 03:52:53. The pump was cut open to perform visual inspection and found no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, pump error 37 alarms during rewind and low reservoir alarm in the trace/history files confirmed due to corroded motor home switch. For additional information regarding the tests performed refer to (B)(4). Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin reservoir does not display the correct amount. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884 was returned for analysis.